Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) USA alleging that his one touch ultramini meter was reading inaccurately high compared to results obtained on another meter. The complaint was classified based on the customer care advocate (cca) documentation as the patient was not available to answer follow-up questions from medical surveillance (ms). The patient claimed that on the morning of (B)(6) 2014, he obtained results of ¿516mg/dl and 520mg/dl¿ on the subject meter, which he felt was inaccurately high in comparison to readings of ¿47mg/dl¿ obtained on an unknown device. The patient stated that the two tests were performed within 30 minutes. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient detailed that he currently manages his diabetes by self-adjusting his insulin doses. The patient stated that ¿40 minutes¿ after the alleged inaccuracy he ¿passed out¿. The patient claimed that he consumed ¿three glucose tablets¿ at 11:00am on (B)(6) 2014. During troubleshooting, the cca noted that meter had been set to the correct unit of measure and that the test strips were in good condition and had not expired. The cca walked the patient through a control solution test, but the patient was unable to confirm if the results were in range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.